Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found that the power knob is broken. Replaced the power knob and performed a performance test and the unit passed all tests per manufacturer specifications. No further investigation is necessary.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014 the customer called to report that he can't get the performance check to come in specification. He said that the amps will only go up to 40cm. The circuit calibration comes in fine. The carefusion tech support specialist had him bypass the humidifier, and it was the same. Checked the power knob and the power knob went from 3-13, it should go from 0-10. There was no indication of patient involvement.